Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm had a damaged clip the anterior syringe of the indwelling needle appears to have poor blood retention and a damaged clip.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
During communication with the customer this complaint was determined to have been a duplicate of a previous record. The previous complaint was filed with the FDA under MFR report#:3002601200-2024-00447.

Event description:
During communication with the customer this complaint was determined to have been a duplicate of a previous record. The previous complaint was filed with the FDA under MFR report#:3002601200-2024-00447.